Event description:
It was reported that this patient developed an infection due to pocket erosion around their device. The physician elected to surgically abandon the electrode at this time until the patient recovered. No additional adverse events were reported.